Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the mcl20 package complaint sample was visually inspected. Damage was noted on the fmp lid in the area of the printed barcodes. Ink pen lines had been drawn on the package encircling the damaged area. The package showed evidence of compression and handling that may have contributed to the damage. The package was opened and the damaged area was dye tested. The dye did not pass through the damaged area of the fmp indicating that hole was not present. The complaint event could not be confirmed. The batch record was reviewed and the product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that prior to an unknown procedure, the packaging was pierced, so there was a non-sterile device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.